Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pump is now in the pump room. Per the field service representative (fsr) there will be no part return. No parts were replaced, roller pump was functional when fsr arrived and problem could not be duplicated. During inspection fsr found that an alcohol prep pad was under the pump blocking the filter. The fsr suspects that the unit was over heating and causing the issues and that by the time of his arrival the unit was cooled and functional again.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was blank but they were still able to control unit from central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.